Event description:
It was reported that the bd connecta plus3 white pegs experienced leakage. The following information was provided by the initial reporter, translated from chinese to english at 11:00 on (B)(6) 2023, the ICU nurse found that the infusion tee kept leaking out from the handle center when using the infusion tee.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Bd was not able to confirm the customer's indicated failure mode of component damage - leak.